Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and damage on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports a button error alarmed on the insulin pump. Customer states insulin pump fell into bathtub. Customer's most recent blood glucose level is 127 mg/dl. Advised customer to discontinue use of the insulin pump because, it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.